Event description:
It was reported that there was oversensing of the right ventricular (rv) lead signal by this right atrial (ra) lead of this pacemaker system. Technical services (ts) analyzed the presenting electrogram (egm) and confirmed the far-field oversensing that resulted in an inappropriately stored atrial tachy response (atr) episode. No adverse patient effects were reported. Currently, this lead remains in service.